Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have varying low voltage impedance. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout.

Event description:
New information received notes that new malfunctions of low pacing impedance and over-sensing of noise was noted on the right atrial lead. No intervention was reported. The patient was stable throughout.